Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported "no image, no light". No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the endoscope shows signs of wear. The vertebrae is broken. There is moisture inside the housing and the interface board has been damaged by moisture, resulting in no image and no light. The interface board was damaged by moisture entering the housing. This resulted in no image and no light output. Since the endoscope was sealed, the moisture could only enter the endoscope through the pressure equalization valve. For this reason, a user misuse error is to be considered which led to the missing image. The above conducted investigations did not reveal a root cause related to the manufacturing. Appropriate warnings about the correct handling of the device and the product testing as well reprocessing information and leak test are included in the corresponding instructions for use. The event is filed under internal karl storz complaint ID: (B)(4).